Manufacturer narrative:
Product was not returned to manufacturer. No examination was yet performed. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Additional request were asked about the surgical steps followed to remove the peek jaws. Informations not received yet investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: disassembled during insertion. From information reported, implant was inserted and "it rotated and broke". Surgery was completed successfully with another implant with same size. No impact on patient. No impact on surgery. Additional information was received : it was when removing the peek jaws that the implant rotated. According to the reporter, there was no resistance when the prothesis was inserted. Additional information was requested.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report, event, concomitant medical products, MFR site-report source, PMA/510k, if follow-up, what type, device evaluated by MFR were updated. Product was received at ldr medical and visual and functionnal evaluation was performed. After the review of the implant by the product manager, the conclusion is there are no damage, no scratches to the device. Peek cartidges are missing so evaluation cannot be evaluated. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event remian undetermined but with the hypothesis of user error. It possible that this disassembly occured because there is a lack of distraction or because this issue could be related to a contact with the surronding tissues. However, for the lack of information received from the reporter this hypothesis could not be validated. The root cause is undetermined with possible hypothesis of mishandling during insertion for lack of distraction. Investigation found no evidence on a product issue. If additional informtaion were received that may identify the exact root cause of this event another report will be sent.

Event description:
Mobi-c p&f us : disassembled during insertion from information reported, implant was inserted and "it rotated and broke". Surgery was completed successfully with another implant with same size. No impact on patient. No impact on surgery. Additional information was received on (B)(6)2018: it was when removing the peek jaws that the implant rotated. According to the reporter, there was no resisatnce when the prothesis was inserted. Attemps to obtain more information have been made on october 2018 but the reporter say the surgeon don't rememeber this case.